Event description:
Info received indicates the CPR function is not lowering the head section but it can be lowered using the siderails switch.

Manufacturer narrative:
The tech found the seal was loose on the valve stem and stuck in the manifold orifice which prevented the return of fluid to the hydraulic reservoir from the CPR valve. He replaced the hydraulic valve to repair the bed.